Event description:
Information was received from a patient who was receiving bupivacaine and unknown morphine drug via an implantable pump for unknown indications for use. It was reported that the patient stated, 'just recently,' then stated 'in the last couple days, whenever I need a bolus, it took forever for it to get done. They were trying to get it to bolus, and it says connection to the pump was interrupted, and the session was ended. They had to restart it every single time to fulfill that requirement. The patient said ¿this morning, it would not connect.¿ it took about five minutes before it finally decided it was going to do this and restart the application.' The patient confirmed service code 338 and an agent reviewed 338 considerations. While on the call, patient mentioned they have a pump refill next week. An agent assisted the patient in connecting to their pump after closing the app and toggling off wi-fi, toggling off and back on bluetooth and location, and patient confirmed they did not see the service code. The patient said it 'sits' at 91% 'for a while,' 'ever since I got it. But I get a refill and that goes away,' and stated it seems to connect slower when they were closer to needing a refill. Agent reviewed considerations and patient will monitor and call back for assistance. Additional information received from a consumer (con) stated that service 338 occurred again and the connection seemed slow. The patient reported that they get 9 boluses per day. An agent reviewed considerations and best practices. During the call, the patient was able to resync and connect to the pump without issue.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.